Manufacturer narrative:
Upon follow up it was reported the patient did not require any related follow up. Abstract study: ¿radiological characteristics of posterior lumbar interbody fusion with silicate-substituted calcium phosphate bone graft using traditional pedicle screw and cortical bone trajectory techniques¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of birth: unspecified date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a surgery in which actifuse 1-2 mm was used in a right l4-l5 transforaminal lumbar interbody fusion. A follow-up computed tomography reported as ¿long after surgery¿ noted a non-union and subsidence. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.